Manufacturer narrative:
Evaluation summary: it is most likely that the tm primary femoral stem component did not contribute to the alleged event of acetabular component loosening and pain. The device was unavailable for analysis, and the device condition is unknown. The surgical notes from the primary surgery are unavailable, and it is unknown if the stem was implanted with the correct orientation and correct fit as per surgical technique. X-ray images post-primary surgery and from successive patient visits are unavailable. The instruments used in the primary surgery are also unknown. The patient height, weight, and activity level are unknown. Factors which may contribute to acetabular implant loosening pertaining to the tm primary femoral stem may be one or a combination of the following mechanisms: improper offset, misalignment of femoral stem, extent of mating connectivity between stem/head interface, impingement, patient activity post-surgery. However, the exact cause for the current situation cannot be conclusively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify and identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported by the patient that the device was implanted in 2008. Post-op he experienced pain. Revision surgery has not been scheduled yet.